Event description:
Mesh extrusion into vagina; mesh removed and sent to pathology. Patient who underwent a previous tot. She experienced persistent stress incontinence and had some extrusion of the vaginal mass causing irritation and pain. Conservative measures were attempted to treat this and were not successful. She demonstrated stress incontinence on urodynamics. Alternatives were discussed and she wished to proceed with a mesh excision and a simultaneous autologous pubovaginal sling.